Event description:
It was reported that the pt had a lengthening procedure in 2004 with no unusual event. Two months later, the pt was taken to or for add'l lengthening and it was determined that the device had collapsed from the previous surgery. The surgeon determined that the locking screw had been locked, but had failed. The pt was lengthened again by 16mm and locked in position and the surgeon reports that it cannot be lengthened anymore. The device was designed to allow for 46mm of lengthening. The surgeon also reports that the device felt 'stripped" when they tried to expand the prosthesis.